Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that patient experienced bent cannula infusion set which led to hyperglycemia event on (B)(6) 2026. The patient's blood glucose level was 567 mg/dl and was treated by manual correction. The infusion set was in use for first day. The site of insertion was lower back. The infusion set was in use for same day. The patient subsequently hospitalized on (B)(6) 2026 and remained for less than twenty-four hours due to vomiting and abdominal pain. The patient's blood glucose level was 567 mg/dl and was treated by insulin with manual injection. The patient was found positive for ketones over 3mmol/l. No further information available.